Event description:
Nurse was doing inline suction to neonate via endotracheal tube. The catheter detached/snapped off at the blue connector from the catheter to the handle. The nurse was able to manually pull the dislodged catheter out of the endotracheal tube without harm. Manufacturer response for 8 french kimvent closed suction system for neonates/pediatrics (per site reporter): I have contacted the local rep for manufacturer and I am awaiting follow-up communication.